Event description:
Report 2 of 2: it was reported prior to using bd vacutainer® z (no additive) urine tube, foreign matter was found in two (2) tubes. Multiple tubes were also found to have scratches, molding defects, stopper issues, and loose caps. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.